Manufacturer narrative:
(B)(4). Batch # m5684c. The analysis found that one pce60a device was returned in good visual condition and with a gst60b partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hand-assisted colectomy procedure, the stapler partially fired across colon and stopped. The surgeon claimed the reverse button did not bring the blade back to the starting location. The manual override lever was attempted but not enough times to bring the blade all the way back. They didn't know to keep ratcheting the lever. They could not figure out how to open the jaws of the device. A tlc75 was used to fire across the other side of the stapler in order to remove the device. There were no patient consequences reported.